Event description:
It was reported that the patient underwent a two-level tlif at l4/s1 four years ago using rhbmp-2/acs supplemented with posterior fixation instrumentation. Approximately two- years post-op, the hardware was removed in response to patient complaints of left leg pain. During the normal surgery, the surgeon noted "marked bone growth filling the entire left intrapedicular region with bone trapping/compressing the exiting l4 nerve root. Bony overgrowth was noted in the left paracentral region compressing the budding left l5 nerve root." The affected neutral elements were decompressed.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.